Manufacturer narrative:
Device was found to produce straight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the recommended constructs as specified in the instructions for use for this device.

Event description:
It was noticed that cartridge was jammed during a procedure. No patient injury resulting. After evaluating on 01/09/07, the device was found to be producing straight shots.